Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-09873. It was reported that the right ventricular (rv) and right atrial (ra) lead were experiencing noise. The rv and ra lead were explanted and replaced. The patient was discharged post-procedure.

Event description:
New information received notes that the review of remote transmission revealed the right ventricular (rv) lead was over-sensing noise.